Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was further described as touch contamination. It was reported that the peritonitis was manifested by cloudy fluid. The patient was not hospitalized for the event. The patient was treated with vancomycin intraperitoneally (dose and frequency not reported) for the event. The patient was retrained on aseptic technique and had recovered from the event. Capd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported the transfer set ¿came apart¿ from the titanium adapter and the patient continued the exchange then subsequently acquired peritonitis manifested by cloudy fluid. The same day as the peritonitis onset the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported). The cause of the peritonitis was the transfer set ¿came apart¿ from the titanium adapter. The patient experienced a breach in aseptic technique as he ¿stuck his finger over the end of the catheter¿ when it came apart. It was reported the transfer set had no visible damage. It was reported the patient was not hospitalized for the event. On an unreported date the patient was retrained on proper aseptic technique. At the time of this report the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).